Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrocardiogram strip from an emergency medical technician showed a heart rate below the cardiac resynchronization therapy defibrillator's (crt-d) programmed lower rate. Device function was noted to be normal during a subsequent device interrogation and no action was taken. The crt-d remains in use. No patient complications have been reported as a result of this event.